Event description:
It was reported, the ipg reads "ipg battery low, see physician," after 2 years of use. The pt was advised by the doctor that the battery should last 5 years. Based on the ipg directions for use, the battery life of the genesis ipg is dependent on the parameters selected and the hours per day of usage based on the amplitude, frequency, and pulse width settings selected.

Manufacturer narrative:
Evaluation: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported event could not be determined from the review of the DHR and sterilization records. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.